Manufacturer narrative:
The main component of the system and other applicable components are: product type: recharger, product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's ins recharger (insr) was not taking a charge and that the desktop charger connector pin seemed fine. A new insr was sent to the patient who then reported that they received the wrong part and needed the desktop charger, and that the connector pin was bad on the one they were using. The patient noted that the implant was about dead and that they were starting to feel a lot of pain. A new desktop charger was then sent to the patient. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. The desktop charger was received for analysis on 2017-04-26. Analysis was completed and found that the desktop charger's connector tip was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.